Event description:
Customer reported they noticed a problem with dqa1 (allset gold ssp hla-dqa1 high res kit) worksheet and .uch files for the 201107 allele library for lot 5 (005 1008472). The customer informed the band pattern for dqa1 01:03 as 3, 4, 8, 13, 17, 20, 22; when in fact it should be 3, 4, 8, 13, 17, 20 (lane 22 should be negative), and that previous libraries for lot 5, they do not include lane 22 in the positive lanes for this allele. When analyzing with the 201107 library, no perfect match type is given when an 01:03 is present. The customer is aware that the problem was fixed for the latest library, 201201, but they are not using it yet in their laboratory. Since tests could not be run this would be considered a no-type. Complaint # (B)(4).

Manufacturer narrative:
This incident resulted in an incorrect primer mix assignment, which results in the customer getting a no-type. Investigation determined that allele update database for 54060d, lot 005 1008472 was incorrect for lane 22 with dqa801:03 as positive. This issue was previously corrected in (B)(4). The customer was using an old version of the database. Incorrect documents were removed from the website and replaced with the correct documents. No impact to patient management was reported. This is the initial and final report.